Event description:
A high blood glucose level of 493 mg/dl was reported by the customer. The event had an adverse impact on the customer¿s blood glucose level. The customer went to the hospital for intravenous insulin treatment after a follow-up visit on (B)(6) and required assistance from hospital staff due to the high blood glucose level. No injury resulted from the event, but ketones present in the customer¿s system were identified by healthcare professionals as dangerous or life-threatening.